Event description:
It was reported that the patient presented with a csf leak and subsequent headache after having a distal catheter revision. The hcp revised and "re-anchored" the catheter and noted that he did not see and scarring around the catheter and thought that "was unusual as scarring would have held it in place better." The patient was receiving 1.5 mg/day of morphine with a concentration of 25 mg/ml. During a follow-up appointment it was reported that the patient is doing much better and the patient's pain has improved by 80%.